Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower user unable to authenticate login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user login message as "unable to authenticate". A technical support stated that based on the authentication logs, there were multiple failed logins attempts between august 15, 2025, 10:59 am and 11:04 am due to the account being locked in active directory. No further login attempts were observed after that. The user was advised to try logging in again, and if the issue persisted, was advised to contact hospital it to verify the account status and request unlocking if necessary. Additionally, the following steps were taken logged into the es web page using the support account, navigated to settings > interface setup > user domains, located the affected domain, edited the synchronization account ID to include only the username (excluding the domain), and saved the changes. The system functioned as intended after the technical support specialist investigated the issue.